Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident may have been procedure related.

Event description:
During an atrial fibrillation ablation procedure a cardiac perforation occurred. Following insertion of a livewire catheter a pericardial effusion was noted by ice. Heparin was administered and the transseptal puncture was completed under ice and fluoroscopic guidance. Following transseptal access the effusion was evaluated again by ice and was noted to have increased. The patient was asymptomatic, protamine was administered and a pericardiocentesis was performed to drain the effusion. The patient was transferred to the ICU following the pericardiocentesis and was re-evaluated to confirm the effusion had completely drained and no further intervention was needed. There were no performance issues with any abbott device.